Event description:
It was reported that a nrf transseptal needle was selected for use. During the procedure, several attempts to perform the transseptal puncture were attempted, without success. Steady forward pressure after the energy attempts moved the nrg needle forward into the left atrium (la). No patient complications were reported. No procedure outcome was disclosed. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.